Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to the c19 capacitor being cracked at the defibrillation board pca, causing a broken solder connection. The monitor did not pass detect and treat testing. The root cause for the cracked c19 capacitor was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.